Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete premium. Guide cath: launcher 6 f sl 3.5. Stent: promus 2.75x28 mm. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: analysis of the returned stent delivery system (sds) noted blood and contrast visible in the inflation lumen, consistent with preparation and a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The outer member was necked at the distal end of the lap joint for a length of 1 mm. There was a tear in the outer member, 4 mm in length, 10.5 cm proximal to the proximal balloon seal. The distal shaft was cut 5 cm proximal to the proximal balloon seal. The balloon was pressurized using a luer and a new indeflator filled with water. The balloon inflated and held pressure. There was no rupture noted. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the guiding catheter and/or lesion/anatomy. To help ensure that this damage is not the result of manufacturing, all products are visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity prior to release. The patient anatomy was moderately calcified, which likely contributed to the shaft damage, as there was no damage noted prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It is possible that the shaft interacted with the moderately calcified lesion resulting in the noted damage to the shaft and the difficulty inflating the balloon. Further, it is possible that the noted stretching occurred during packaging, handling and return to abbott vascular for analysis as it was not reported in the case information. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the tear in the shaft appears to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a 75-99% stenosed, diffused lesion in the proximal to distal left anterior descending (lad) artery with moderate tortuosity and moderate calcification. Pre-dilatation was performed, and a 2.75 x 28 promus was implanted in the distal lad. A 2.75 x 28 promus was implanted proximal, overlapping the first promus placed. A 3.0 x 28 promus was then delivered; however, while applying pressure, blood came back into the inflation device. It was noted that the pressure of the inflation device did not go up. Another promus was used to complete the procedure. No adverse patient effects were reported. No additional information was provided.